Manufacturer narrative:
A microscopic examination of the needle and fragment revealed that the fragment was sheared from the hub of the needle. The needle may have been subjected to excessive torque forces while being tightened onto the handpiece. During irrigation, the fragment was flushed free and traveled into the patient's eye. The needle's inner surface was examined and it appeared to be smooth with no anomalies noted.

Event description:
During a phacoemulsification procedure the dr reportedly noticed a metal splinter in the eye of the pt. The splinter was removed from the eye and there was no harm to the pt.